Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that the bolus gets cancelled when using the advanced bolus features. It was denied that there were any manual cancellations of the bolus. It was also alleged that after using the normal bolus feature after the incidences there was no issue with cancelled boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2017 with the following findings: during investigation, there were cancelled boluses due to an occlusion found in the black box. The force at the time of the occlusion was found to be high. The advance boluses were performed successfully and were accurately recorded in the pump history. The advance boluses were performed successfully and accurately recorded in the pump history. The rewind, load and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no occlusion alarms occurring. An occlusion was induced and the pump gave the appropriate visual and audible ¿occlusion detected¿ alarm. (B)(4).